Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with levels remaining elevated for more than four hours. The blood glucose level was 342 mg/dl to 360 mg/dl and the patient got treated two times with the pen. No further information is available.